Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens that was explanted and replaced two days following the initial procedure due to decentration of iol. The patient also complained of blurry vision, glare and halos. Additional information is requested.